Manufacturer narrative:
(B)(4). A photograph of the sample was returned for evaluation. The photograph revealed a hole in the sterile packaging. The reported condition was confirmed. The root cause was determined to be due to operator/human error if the form of an excessive force applied on the set while loading them into carton boxes. As containment actions to remediate to the issue of damaged /open pouches, a deflation system is already installed in the packing machines. This equipment allows the removal of the air excess inside the pouches and then avoiding applying an extra pressure on the sets during packing. The involved batch was produced before the corrective actions implementation of the CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.

Event description:
A baxter affiliate reported to baxter (B)(4) a light sensitive drug set in which the pouch was damaged. According to the report, the sterile packaging had holes in it. The product has not been used in patients. There was no patient involvement, injury, medical intervention, or adverse event associated with the reported condition. No additional information is available.